Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during routine check, the cardiosave intra aortic balloon pump turns off intermittently and displays machine may require maintainence message. There was no patient involvement and no injury was reported.

Manufacturer narrative:
Updated section - b4, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) found the unit posted machine may require maintenance. Troubleshooting performed, viewing and downloading logs, executive processor board (0670-00-0770) replacement, transducer calibration, software version update, diagnostic and functional tests. Repair completed. Functional tests performed with positive outcome. The fault did not cause damage/inconvenience to operators/patients or delays in procedures.